Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported while a patient had been wearing a pod between 36 and 48 hours the pod adhesive failed to adhere resulting in the cannula becoming dislodged from the infusion site. The patient reports they had high blood glucose levels (not provided). In addition the patient was sick and vomiting. As treatment, the patient applied a new pod. Once at the hospital the patient was diagnosed with diabetic ketoacidosis (dka). The patient was given intravenous fluids and an insulin drip. The patient is currently still in the hospital at the time of the call.